Event description:
A male underwent a low anterior resection with coloanal anastomosis and diverting loop ileostomy. An extension for the cautery tip was added to the 6" cautery pencil. The manual connection of the extension, and tip caused the extension insulation to be pushed backward along its shaft. This exposed metal beneath the connection from which an electrical arc burned the bowel. The burn was repaired. Additional extensions were used and the insulation of each was disrupted when connected to the tip. No charring noted at connection of extension.